Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (te's non-functional) has been confirmed. Upon investigation the electrode belt failed a falloff test. The cause for the failure was isolated to and extra washer in one of the rear therapy electrodes, causing an intermittent connection. The root cause for the extra washer could not be positively identified. No adverse event resulted from the damaged belt.

Manufacturer narrative:
Device evaluation of battery 86435913 has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause of the mis-matched cells was unable to be positively identified. No adverse event resulted from the damaged battery. Device evaluation of electrode belt has been completed. The reported problem (te's non-functional) has been confirmed. Upon investigation the electrode belt failed a falloff test. The cause for the failure was isolated to and extra washer in one of the rear therapy electrodes, causing an intermittent connection. The root cause for the extra washer could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a battery would not power on a monitor. A us distributor reported that an electrode belt had non-functional therapy electrodes.